Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be duplicated and the fault was found to be an issue with the main board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump was experiencing a flash memory power on self test error. No adverse events were reported.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device sample was given delivery testing and found to meet with specifications. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. During production, the cadd administration sets are sampled for delivery accuracy testing at regular intervals. The reported issue was not confirmed during testing.